Event description:
Customer reports that pt complained of incisional pain for 'weeks' following mammoplasty. Customer also alleges a lack of healing, acute foreign body reaction and leakage resulting from failure to absorb. Pt underwent multiple revisions and re-ops.